Event description:
It was reported that during a davinci s low anterior resection procedure, while using the permanent cautery spatula instrument, a ceramic piece broke off from the instrument and fell into the patient. The ceramic piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4), 2012 isi contacted the clinical sales representative who was present when the incident occurred. He indicated that the planned surgical procedure was completed and the patient did not experience any complications. The permanent cautery spatula instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.